Event description:
During follow-up, excessive battery discharge was observed. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The device was received in elective replacement indicator (eri) operation. False eri alert was triggered due to high pacing demand consistent with auto capture being enabled. The device was interrogation in nominal settings and no anomalies were found, the battery level reached eri. A longevity assessment was performed and the total projected longevity was 9.78 years. The device was implanted for 11.31 years and exceeds the projected longevity and is considered normal. The reported event of premature depletion was not confirmed.